Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. It was reported that the patient heard beeping. A follow-up found the shock impedance was greater than 400 ohms and the device therapy was off. Testing found noise in the other two sensing vectors. Technical services advised to take an x-ray of the system. The doctor has scheduled a revision. There were no adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient heard beeping. A follow-up found the shock impedance was greater than 400 ohms and the device therapy was off. Testing found noise in the other two sensing vectors. Technical services advised to take an x-ray of the system. The doctor has scheduled a revision. There were no adverse patient effects. The system remains implanted.